Event description:
It was reported that customer experienced display problem where pump screen appeared completely black with a cracked pattern visible underneath and no image, which affected ability to read and interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump that was still under warranty, and replacement pump was provided, with no further information available regarding additional actions or outcome.